Event description:
Treatment of a right unruptured supraclinoid aneurysm measuring 22mm x 10mm. During pipeline deployment, it was reported that the pipeline twisted and was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).